Event description:
Event is actually ongoing - purchased "air optic aqua" brand contact lenses (not decorative) from a (B)(6). Upon putting in eye noticed discomfort, within a few days had purulent discharge from eye. As I am a health care professional with contact with pts, I attributed it to my job and contamination. Went to 3 different optometrists as the eye irritation seemed to persist. After a few months of replacing lenses I noticed a pattern that it worsened immediately after I put in new lenses. Looking at one of the lenses immediately after opening I noticed tiny dots or spots all over the lens. I called the optical center and the assistant that works there had the exact issue with exact brand and also thought maybe she had just contaminated herself. She also noticed spots on the contacts. I contacted department of health because I wanted to know if a lab would look at a contact lens from the box - that they could open and test it to determine if it were a chemical irritant or infectious. They referred me to this site. It is also notable that another pt at same optical center has similar complaints. As a health care professional I think there is a contamination issue with many of the lots of this lens and I don't know where to send it to be tested. Please advise.